Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unknown reason. Other than the surgical procedure, no additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).